Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous and calcified left circumflex artery (lcx). A non-bsc guidewire was advanced to cross the lesion. Predilation was then performed with a 2.0x12mm balloon catheter was advanced or predilation but had difficulty crossing the lesion. Eventually, the balloon was able to cross and dilated the lesion. Afterwards, additional dilation was performed with another 3.0x12mm non-bsc balloon catheter which also encountered difficulty crossing the lesion but eventually was able to cross and dilated the lesion at 12 atmospheres. Subsequently, a 2.75 x 16 synergy&#10259;tent was advanced but failed to cross the lesion. After several attempts were made with force and with guide catheter backing out, the physician removed the stent and placed a second non-bsc guidewire for additional support; however, the stent still failed to cross the lesion. The physician removed the synergy&#10259;tent from the vessel and noted that the proximal end of the stent had been distorted and the stent strut was lifted off the stent delivery system (sds) balloon catheter. The stent was exchanged with a non-bsc bare metal stent which also encountered difficulty crossing the lesion but eventually was able to cross the lesion and completed the procedure. No patient complications were encountered and the patient's status was stable. This product is only ous approved but is similar to an approved us device.